Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-02737. It was reported that the patient's system diagnostics recorded high impedances on both leads and ipg could not be set into MRI mode. Surgical intervention may take place at a future date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-02737. Additional information was received stating that surgical intervention took place where the ipg and leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.